Event description:
Burnt apart of that plug.took a big chunk out of the medal:oral-b [device catching fire] sparked out plug. Popped a fuse: oral-b [device electrical finding] case narrative: consumer via phone stated that their oral-b toothbrush sparked out their plug and burnt apart of that plug, taking a big chunk out of the medal. They think maybe it popped a fuse. No injury was reported.

Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.